Manufacturer narrative:
Multiple attempts were made to secure the return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time.

Event description:
It was reported that, while power flushing, the pigtail of a truwave broke. Per the customer, an accurate blood pressure was unable to be obtained and the aline was at risk for clotting. The device was exchanged for a new one. There were no patient injuries. No further information available.

Manufacturer narrative:
Additional FDA product code: kra. Additional FDA premarket submission: k181684, k896819. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number is unknown; therefore, the device history record review is unable to be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.